Event description:
It was reported that a critical pump alarm due to motor stall occurred. The pump logs were read and there had been two motor stalls. The date of the event was (B)(6) 2015. The second motor stall had not recovered as of midnight on (B)(6) 2015. The cause of the motor stalls was unknown. The product issue was not resolved. The patient experienced underdose symptoms of increase in pain and withdrawal symptoms, as well as less than 50% therapy relief. The patient was hospitalized. The pump was reprogrammed. Patient status at the time of the report was alive with no injury. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8703, lot # j94142198, implanted: (B)(6) 1994, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).